Event description:
Healthcare professional reported a left side deflation. Patient representative reported ¿left breast and right breast were different sizes", "sagging", "patient wanted breasts to be fuller at bottom, not so much at top", "breasts were not high enough", ¿pain¿, ¿suffering, mental anguish¿, deflation, and "tissue/leak at valve". The following reported events have been deemed not related to the device: ¿disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future¿. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: white particle material was noted on the outer and inner surfaces of the device. No leakage was detected. No blockage of the port hole/diaphragm valve was noted and it was reported to be clear. The device was confirmed as intact and functional. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "tissue/leak at valve".

Manufacturer narrative:
Additional, changed, and/or corrected data: e3.

Event description:
Healthcare professional reported a left side deflation. Patient representative reported ¿left breast and right breast were different sizes", "sagging", "patient wanted breasts to be fuller at bottom, not so much at top", "breasts were not high enough", ¿pain¿, ¿suffering, mental anguish¿, deflation, and "tissue/leak at valve". The following reported events have been deemed not related to the device: ¿disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future¿. Affected side is left. The device has been explanted and replaced.